Event description:
It was reported that a few days after implant, this atrial lead exhibited pace impedance greater than 3,000 ohms and there was a loss of capture (no pacing achieved an output of 5 v at 2.0 ms). It was suspected that the lead was fractured and there were also insulation issues. Sensing appeared normal and no signal noise was generated when pressing on the device pocket. The lead was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned intact. Resistance testing found the lead was not electrically continuous and detailed analysis confirmed that the inner conductor coil had a break approximately 15 mm from the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix at implant caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that a few days after implant, this atrial lead exhibited pace impedance greater than 3,000 ohms and there was a loss of capture (no pacing achieved an output of 5 v at 2.0 ms). It was suspected that the lead was fractured and there were also insulation issues. Sensing appeared normal and no signal noise was generated when pressing on the device pocket. The lead was replaced and returned for analysis. No additional adverse patient effects were reported.